Event description:
It was reported that the acetabular shell had no threads in the polar hole; therefore, it would not screw onto the impactor.

Manufacturer narrative:
This report will be amended when our investigation is complete.